Event description:
The customer reported that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, was being used during an unknown procedure on an unknown date when it was reported, ¿towards the end of the surgery, it was discovered that the tip of the air seal trocar had cracked, and the fragments were removed. No health problems were reported.". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used ias12-100lpi device found that a fragment had broken off of the tip of the trocar. The fragment was returned. The root cause cannot be determined, however, based upon evaluation, and the photos, the likely cause of this event was excessive force with unintended contact with hard surfaces. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 45 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that failure to follow instructions for use can lead to serious consequences. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down airseal access port. Improper use can result in damage to or breakage of the access port. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The customer reported that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, was being used during an unknown procedure on an unknown date when it was reported, ¿towards the end of the surgery, it was discovered that the tip of the air seal trocar had cracked, and the fragments were removed. No health problems were reported." There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.